Manufacturer narrative:
(B)(4): the customer reported a faulty mainboard. The complaint is still under investigation. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a faulty mainboard.